Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console ((B)(4)) was used for ivtm therapy. Patient temperature via foley was displaying 108f, however, the temperature was showing different readings (101f) when connected to another device. No further information was provided. No known patient consequences reported.